Event description:
It was reported via repair work order that the patient left siderail latch assembly was missing the extension spring, causing the siderail to unlatch unexpectedly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.